Event description:
Review of a (B)(6) female pt's download data revealed several abnormal shutdowns. Zoll customer support contacted the pt and issued her a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdown) has been confirmed. As received, the monitor was resetting. The cause of the resets was an intermittent connection at bga component u500 (dsp). The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling, as the monitor's case was cracked. The root cause of the cracked case was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the defective memory. The pt received a replacement monitor.